Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate via email with tacit qa #2/0 eth v5, using the tacit anchor breaks the suture. There was no harm to the patient or surgical delay reported. The device is available to be returned for evaluation. Additional information received from the affiliate reported this event was also reported by another j&j employee. Additional event details were reported by the affiliate and stated: "the event occurred during a procedure for the reconstruction of the ligament. The surgeon was passing a stitch with tacit quickanchor 2.0 mini anchor reference, 212036, and the anchor thread disassembled. The sales rep reported the suture could not be placed in the anchor. It was reported the case was completed by passing another mini anchor and it worked very well and did not affect the patient." The affiliate reported the device will not be returning for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (3927718), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number (3927718), and no non-conformances were identified.